Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product details. Therefore, no information was captured (model # and lot #) and the device manufacture date could not be determined.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
No products were returned for evaluation and no serial number for the suspected contour next meter was provided, despite several attempts to retrieve them. Therefore, no in-house testing was performed and a device history could not reviewed.